Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error issue. It was reported the issue occurred at random and was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014-product analysis: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter powered on with the related error 1 alarm. The duplicated alarm could not be cleared. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.